Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided.

Event description:
It was reported while using bd autoshield¿ duo pen needle 30g x 5mm (100 count) the safety shield deployed incorrectly. There was no report of patient impact. The following information was provided by the initial reporter: the safety shield deployed lopsided.

Event description:
It was reported while using bd autoshield¿ duo pen needle 30g x 5mm (100 count) the safety shield deployed incorrectly. There was no report of patient impact. The following information was provided by the initial reporter: the safety shield deployed lopsided.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. H3 other text : see h.10.